Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Event description:
It was reported that during a paroxysmal a-fib procedure on (B)(6) 2013, a map shift occurred on carto 3 rmt system. After the fam map was created the stx magnets were moved into position. The bwi representative was in location setup screen and it was noted a significant ref patch movement at that point but no error appeared. It was believed that the lp (location pad) was bumped and a 2 cm shift was noticed. They created a new map to proceed with the case. The case was completed without patient consequences. Three attempts were performed trying to obtain detailed information from the customer about the case with no success.

Manufacturer narrative:
(B)(4); it was reported that during a paroxysmal a-fib procedure, a map shift occurred on carto 3 rmt system. After the fam map was created the stx magnets were moved into position. The bwi representative was in location setup screen and it was noted a significant ref patch movement at that point but no error appeared. It was believed that the lp (location pad) was bumped and a 2 cm shift was noticed. They created a new map to proceed with the case. The case was completed without patient consequences. Additional information provided stated the map shift issue was user related and it was not the result of a system failure. Unit service was not requested. DHR review was performed. No anomalies were noted in manufacturing or service.